Event description:
On (B)(6) 2019, the patient underwent a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra 3d revascularization device (psr3d). During the procedure, the physician completed one pass in the target vessel using the psr3d. Subsequently, a diagnostic run was performed and showed evidence of contrast extravasation adjacent to the left m2 segment, which suggested vessel perforation. The procedure stopped at this point. A post-procedural computed tomography (CT) scan was performed and revealed intraparenchymal hemorrhage (iph) in the right temporo-parietal-occipital area. In addition, less defined collections noted that the left temporal lobe extended into the temporoparietal area, which may represent a subarachnoid hemorrhage (sah). The patient remained asymptomatic and was clinically improving post-procedure with a national institutes of health stroke scale (nihss) of 1. On (B)(6) 2019, the patient was discharged; however, as of (B)(6) 2019, the iph and vessel perforation are still considered unresolved. The intracranial hemorrhage and vessel perforation were reported to be serious adverse events related to the index procedure and psr3d.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 report:3005168196-2020-00086.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events with the penumbra system include intracranial hemorrhage, dissection or perforation, acute occlusion, death, device malfunction, emboli, hematoma or hemorrhage at the site, inability to completely remove thrombus, ischemia and are included in the labeling. Therefore, it was determined that the reported intracranial hemorrhage and vessel perforation were anticipated complications. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
On (B)(6) 2019, the patient underwent a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra 3d revascularization device (psr3d). During the procedure, the physician completed one pass in the target vessel using the psr3d. Subsequently, a diagnostic run was performed and showed evidence of contrast media extravasation (cmev) adjacent to the left m2 segment, which suggested vessel perforation. The procedure stopped at this point. A post-procedural computed tomography (CT) scan was performed and revealed intraparenchymal hemorrhage (iph) in the right temporo-parietal-occipital area. In addition, less defined collections noted that the left temporal lobe extended into the temporoparietal area, which may represent a subarachnoid hemorrhage (sah). The patient remained asymptomatic and was clinically improving post-procedure with a national institutes of health stroke scale (nihss) of 1. On (B)(6) 2019, the patient was discharged; however, as of (B)(6) 2019, the iph and vessel perforation are still considered unresolved. The intracranial hemorrhage and vessel perforation were reported to be serious adverse events related to the index procedure and psr3d.